Manufacturer narrative:
Although the DHR (device history record) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire was noted to be kinked/bent at 81cm and 243cm from the proximal end, an attempt had been made to shape the guidewire tip, the ptfe coating was examined under magnification, the coating was peeled/peeling in multiple sections from 0 to 138cm from the proximal, shavings of ptfe were visible inside the distal end and proximal hub of the introducer, the introducer surface was rough, the hydrophilic coating was hydrated and on inspection there were no anomaly noted, and the core wire distal end was observed through the distal tip dome. A functional test was not required as the ar code is confirmed. The reported event was confirmed during the device analysis. The device failed to meet specifications when returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicates there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use and continuous flush was set up and maintained throughout the clinical procedure. There was no patient involvement and no adverse consequences reported by the user. The procedure was completed successfully. This event has been reported to the authorities and the customer has taken legal action. Analysis of the returned device found the guidewire was kinked and there was damage to the ptfe coated length. Scraping and peeling was evident in several sections from approximately 0cm to 138 cm from the proximal end and most likely occurred as a result of interaction with another device. Ptfe shavings were visible inside the introducer. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. The as reported and as analysed ¿guidewire ptfe coating peeling¿ in addition to the ¿guidewire kinked/bent¿ will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that during preparation of the device while introduction of the subject guidewire into the guidewire introducer, some green particles of the coating peeled off. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No other information is available.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during preparation of the device while introduction of the subject guidewire into the guidewire introducer, some green particles of the coating peeled off. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No other information is available.